Event description:
Per the clinic, the patient experienced poor external magnet retention. A skin revision was performed on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on july 11, 2022.